Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited failure in light source function, failure in 3 dimensional image function and image exhibit horizontal overlap and no vertical displacement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source function was failed due to a component failure of the light guide bundle. However, 3 dimensional image function failure and image exhibit horizontal overlap and no vertical displacement was caused due to failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.